Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. The initial reported event of rv lead fracture was previously submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via a 30day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient elected to have the rv lead turned off rather than have it replaced. The patient did not have any arrhythmia episodes and therefore felt that replacement of the lead was unnecessary. However, the patient subsequently had an out of hospital cardiac arrest from which they were resuscitated. The patient experienced chest soreness as a result of the chest compressions. The rv lead was then capped and replaced. No further patient complications have been reported as a result of this event.